Manufacturer narrative:
Concomitant medical products: product ID: 7434a, serial# (B)(4), product type: programmer, patient. Product ID: 7434a, serial# (B)(4), implanted: (B)(6) 2002, product type: programmer, patient. Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 7434a, serial# (B)(4), product type: programmer, patient. Product ID: 3888-28, lot# j0209730v, implanted: (B)(6) 2002, product type: lead. (B)(4).

Event description:
It was reported that the patient got her patient programmer wet about a week prior to the report. The patient tried trying out the programmer but it did not work. It appeared to have occurred through product use, no patient harm reported. It was later reported that the patient didn¿t need the programmer because the issue lied within a broken lead that was found last week prior to the report when she met with a manufacturer representative. Information regarding the lead break and patient outcome have been requested which was not reported regarding this event. If additional information is received, a follow-up report will be sent.

Event description:
Upon return of the programmer, analysis found the main board was flickering; and the keyboard, gasket, and bottom case were dirty.